Event description:
The customer received a blood glucose reading of 190 mg/dl from her breeze2 and a reading of 97 mg/dl from another meter. The difference between readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting, so no product will be returned at this time.